Event description:
Reported condition: caller reported that a screw came off the rotor of the blood pump. Machine installed (B)(6) 2025, machine run hours at time of event 498hrs. (B)(6) 2025: the national service engineer visited the facility; found tension screw found backed out of rotor housing. Screw reattached into blood pump rotor and bp rotor spacing verified to manufacture specifications. Blood pump rotor pressure test conducted with no issues. Measurement pressure within manufacturer specifications. Machine heat citric disinfected and is operating per manufacturer specifications.